Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (470-500 mg/dl) with moderate to large ketones. Customer changed infusion set multiple times, delivered a bolus, and administered a manual injection to address the issue. Customer's blood glucose was within target range at the time of the report and ketones were resolved. Recommendation was made to consult with health care provider regarding diabetes management.